Manufacturer narrative:
The report stated that the nurse programmed the wrong concentration of propofol while manually programming within the propofol drug library entry. Analysis of the data provided in the event description demonstrates that the pump performed its infusion rate calculation correctly given the specified concentration, patient weight and dose. The plum 360 product safety features, while manually programming, include a confirmation screen which requires the clinician to review the infuser programming, including a review of concentration, dose, rate and vtbi (volume to be infused), and to record acceptance by affirmatively acting to start the patient infusion therapy with the specified programming. Investigation evaluates that the plum 360 device operated correctly as designed. Because the customer is unknown to ICU medical, this investigation did not have access to the customer database, infuser logs, drug library, error messages or any other mednet or pump specifics such as the mednet certificate and the infuser serial number. Mednet complaint (B)(4), created on 10/31/2018, alleging too much drug delivery, was found to be not attributable to the plum 360 or mednet 06.21.01.026, which performed correctly and that the infusion was started with an empty bag. A search of complaints for the reported software version did not show similar attributable complaints for mednet/plum 360 over delivery. The search range is 07/01/2017 to 07/01/2019. A search of mednet and plum 360 CAPA for over delivery during 07/01/2017 to 07/22/2019 returned no rows in the results. There are no further investigation activities at this time.

Manufacturer narrative:
This report is associated with a voluntary medwatch report (# mw5087694). The device availability is unknown.

Event description:
The event involved a plum 360 pump that experienced a rate change due to an absence of concentration limitation. Patient had been intubated due to a respiratory decline. Propofol was ordered for sedation while ventilated. The nurse had to program the pump manually. Concentration was programmed as 40 mg/90 ml. Initial ordered dose was 40 mcg/kg/min wt= (B)(6) kg. Initial dose and weight were programmed properly. Concentration should have been propofol 100 mg/10 ml. The pump rate was calculated 702 ml/hr and the pump did not alert. The customer reported the patient¿s blood pressure dropped requiring adjustments to fluid balance, there was an adverse event but no information on delay in critical therapy. It appears the patient¿s blood pressure returned to normal with fluid management. It is not evident that the hypotension during vigilant monitoring was a life-threatening event or that an intervention was required to preclude permanent impairment of a body function or permanent damage to a body structure.